Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died approximately three weeks after implantable cardiac defibrillator replacement. Additional information obtained indicated the cause of death was sudden cardiac arrest with contributing causes of chronic kidney disease, congestive heart failure and hypothyroidism.